Manufacturer narrative:
The pipeline flex was returned for evaluation with its microcatheter. As received, pipeline flex was found inside the microcatheter with its pushwire attached. For further investigation, the pushwire and pipeline flex were removed from the microcatheter. The tip coil appeared to be damaged. The distal end of the pipeline flex was not opened due to damaged braid. The proximal end of the pipeline flex was found opened with damaged braid. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on our investigation and customer's photo, the complaint was confirmed. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issue. However, the cause for damage could not be determined. The damage to the braid on both ends of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Note per pipeline flex instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally. The patient was being treated for a small unruptured, saccular aneurysm in the right supraclinoid internal carotid artery (ica). Distal landing zone artery size was 4mm; proximal landing zone was 5.1mm and very short. The patient's anatomy was very tortuous which caused difficulties to maneuver through cavernous segment of the ica. At deployment, the pipeline flex distal end would not open around the posterior communicating segment of the ica; the device appeared pinched. The pipeline flex was resheathed and re-deployed three or four times, which was unsuccessful in opening the distal end. The pipeline flex was resheathed back into the microcatheter; the system was removed from the patient. Another pipeline flex was implanted successfully. Post-procedure angiographic result was slow flow. There was no report of patient injury as a result of this event.